Event description:
It was reported that the patient was not able to exercise or sustain activity, with walking difficult. High threshold and undersensing were also reported, with the lead noted to be dislodged from the atrial appendage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, implanted: (B)(6) 2015; 429888, lead, implanted: (B)(6) 2015.